Event description:
It was reported that pump triggered cartridge alarms during load process despite caller following instructions, which prevented insulin delivery from resuming. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with proper loading steps, but alarms continued, so technical support arranged pump replacement, instructed customer to place pump into storage mode before return, and advised customer to use multiple daily injections as backup and to reenter pump settings and reconnect continuous glucose monitor on replacement pump.